Event description:
The complainant reported that during a therapeutic ercp with lithotripsy the basket was inserted into the cbd to extract a stone. Once the stone was captured, the physician attempted to crush the stone with the basket, but the outer sheath of the basket gave away. The basket was removed along with the stone. There were no adverse affects to the patient.

Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation; however it has not been received as the date of this filing. Therefore, an evaluation has not yet been performed, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.